Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during the implant procedure, the physician was trying to reposition the atrial lead and attempted to reinsert the stylet but the stylet would not advance down the lead. Another lead was used. Patient was discharged.